Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted through the sheath, the balloon was inflated, and the device was pulled back and shuttled down, but there were issues shuttling the sheath up due to a catch that did not allow the sheath to be pulled back. The balloon was deflated, the device was removed without deployment/full deployment of the sealant, and manual pressure was applied to the arterial site. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was certified on the mynx device. A 5fr non-cordis sheath introducer was used. The femoral artery was verified as suitable on angiography or venography, including vascular sheath insertion angle assessment. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium present in the vicinity of the puncture site. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance during shuttle down and no excessive force was applied during shuttle down. Unusual force was applied when retracting the sheath. No kinks were observed in the sheath or device after removal. The device storage temperature did not exceed 25°c. The product was discarded. A review of the manufacturing documentation associated with lot: f2607505 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-device deployment jam" could not be evaluated as the device was not returned for analysis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product history review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was inserted through the sheath, the balloon was inflated, and the device was pulled back and shuttled down, but there were issues shuttling the sheath up due to a catch that did not allow the sheath to be pulled back. The balloon was deflated, the device was removed without deployment/full deployment of the sealant, and manual pressure was applied to the arterial site. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was certified on the mynx device. A 5fr non-cordis sheath introducer was used. The femoral artery was verified as suitable on angiography or venography, including vascular sheath insertion angle assessment. The device was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium present in the vicinity of the puncture site. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance during shuttle down and no excessive force was applied during shuttle down. Unusual force was applied when retracting the sheath. No kinks were observed in the sheath or device after removal. The device storage temperature did not exceed 25°c. The device will not be returned for evaluation as it was previously discarded.